Event description:
It was reported that the patient was scheduled for a device change out on (B)(6) 2010 but presented to the hospital prior to the scheduled date due to syncope. The pulse generator exhibited intermittent ventricular output. The device was changed out on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.